Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a thr, the polarstem stem inserter broke while being struck with the mallet. At this time it is unknown if any pieces fell into the patient. There was no delay and the procedure was finished using the same device. Patient was not harmed.

Manufacturer narrative:
It was reported that during a total hip replacement, the polarstem stem inserter broke while being struck with the mallet. At this time it is unknown if any pieces fell into the patient. There was no delay and the procedure was finished using the same device. Patient was not harmed. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional similar complaint reported for the same batch, and 9 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The root cause of the event can be attributed to an unintended use error which caused or contributed to the event. Per polarstem surgical technique "01217 v6", the device is designed to implant cemented hip stems only and shall never be impacted. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.